Manufacturer narrative:
The reported event that the distal tip of the device was broken could not be confirmed as the product was not available for investigation.

Event description:
It was reported that during sterile processing the tip of the device was identified as broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The device was received for evaluation, at which time it was identified that the tip of the device was not broken off, but bent. As the event was reported to have been identified outside of a surgical procedure, this event was reported in error.

Event description:
It was reported that during sterile processing the tip of the device was identified as broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during sterile processing the tip of the device was identified as broken off. No patient involvement or procedural delays were reported with this event.